Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found the haptic torn. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that, during loading a 12.1mm vticm5_12.1 implantable collamer lens, -12.0/+1.0/089 (sphere/cylinder/axis), it tore. This was discovered after opening the vial and there was no patient contact with the lens. This occurred on (B)(6) 2021. The cause of the event is reported as device. An alternate lens was successfully implanted at a later date. The surgeon states, "the icl cracked when I grabbed it with pac-man tweezers and pulled it into the cartridge. I think there is a problem with the strength of the icl."